Manufacturer narrative:
Investigation indicates that implantation with larger diameter screws of long lengths represent a worst case condition that could result in high torque application. Tapping with undersized taps increases the insertion torque required for implantation and is considered a contributing factor for these failures. Lightly tightening the screw to the driver does not promote load sharing, so the driver tip would need to resist the majority of the torsional load. Although it cannot be confirmed, either and/or both of these could have been a contributing factor to the high torque application that lead to the tip failure. High torque application to the driver tip during screw insertion is the cause for the observed failure. Corrective actions include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2016, during which a competitor's product was removed. After removing a 6.5mm x 45mmm screw, a 7.5mm x 45mm reform pedicle screw was being inserted when the tip of the reform polyaxial driver (39-sp-0700) broke. The existing hole was not tapped prior to insertion of the new screw. The broken tip was able to be removed using a suction tip and the procedure was completed successfully by tapping and inserting remaining reform pedicle screws utilizing the second driver available in the set. There was a delay to the procedure of approximately 5 minutes.